Event description:
Health care professional requested evaluation after 2 pt's reportedly expired within one month of each other during hemodialysis treatment on device. Incident: pt tolerated treatment without incident or complaints until 1/2 hour into treatment. Pt fell asleep and when health care professional checked pt she was found unresponsive. Pt code was initiated. Pt was transported to an emergency room via ambulance and pronounced dead in the emergency room. Cause of death: myocardial infarction. Pt did not take cardiac medications. No device malfunction was indicated and health care professional does not contribute this event to the baxter 550 device.